Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
It was reported the device is leaking from the drain. No patient injury was reported.

Manufacturer narrative:
D10: device available, h3: device evaluated, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received, for investigation. During visual inspection, damage was observed, to the enclosure and tank cover. The line word was faded. And the printed circuit board and power switch were determined, to be outdated. The reported issue was confirmed, during functional testing, when leaking was observed, from a crack near the drain fitting. The root cause was attributed to normal wear from usage. As no manufacturing related root cause was established, no review of device history records was deemed necessary. The device was determined, to be beyond economical repair and will be decommissioned.